Event description:
The customer reported being hospitalized due to high blood glucose of 600mg/dl. Troubleshooting was performed. The customer stated that she receives several no delivery alarms. The customer was experiencing unexplained high glucose for the past few days. The customer's most recent glucose reading was 178mg/dl, and was treated with the insulin pump and manual injections. The programming, time, and date on the insulin pump were correct. Ran a fixed prime test and no insulin exited. Performed a high pressure test and the test failed. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.